Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found that the blood sampling valve (bsv) was not moving properly in delivering the sample to the red blood cell bath. The fse took apart the bsv and flushed all the ports and reinstalled the bsv. After that the instrument ran quality control without a problem. All qc was in spec after the repair. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported high red blood counts on the quality control runs for the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.